Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead and associated right ventricular (rv) lead displayed an increase in pacing thresholds. It was reported that slack had been lost on the ra lead and there was minimal slack in the rv lead. Loss of ra capture was also observed. The patient was seen for a revision procedure where the ra lead was removed and replaced; the rv lead remains in service. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The lead was later returned for analysis.